Event description:
Provider states buzzing noise and shuts off.

Manufacturer narrative:
(B)(4) issued mfg report # 1531186-2013-02705. The date of awareness date and date of this report date were recorded as (B)(6) 2013. Correct date of awareness date and date of report are (B)(6) 2013.